Manufacturer narrative:
Section d4, expiration date was updated. The patient samples were provided for investigation and the measurements performed during the investigation are in line with the results that were obtained with the siemens troponin I assay. The low troponin t signal generated with the elecsys assay is not caused by biotin in the patient sample. There was no evidence that the presence of high molecular weight interferents caused false negative elecsys troponin t results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The results were reported outside of the laboratory and did not fit with other results from the same samples, nor the clinical picture of the patients. The specific date of the event is not known. The first patient sample was tested with a troponin I test manufactured by abbott, resulting with a troponin I value of 9659 ng/l. The sample was also tested with a troponin I test manufactured by siemens, resulting with a troponin I value of < 3 pg/l. The sample was tested twice with the elecsys troponin t hs assay, resulting with values of < 5 ng/l and < 21 ng/ml. The sample resulted with a ck value of 103 u/l. The second patient sample was tested with a troponin I test manufactured by abbott, resulting with a troponin I value of 1890 ng/l. The sample was also tested with a troponin I test manufactured by siemens, resulting with a troponin I value of 3.3 pg/l. The sample was tested twice with the elecsys troponin t hs assay, resulting with values of < 5 ng/l and < 21 ng/ml. The sample resulted with a ck value of 72 u/l. The e 801 analyzer serial number is (B)(4).